Event description:
It was reported by the patient that he went to the hospital after receiving inappropriate shocks. Programmer tests indicated that the device was double counting t-waves. A new pace/sense lead was added, and the model 6947 lead remains in use. Additional information was subsequently received from the physician reporting inappropriate shocks due to oversensing. The high voltage portion of the lead remains in use with a new pace/sense lead implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported by the patient that he went to the hospital after receiving inappropriate shocks. Programmer tests indicated that the device was double counting t-waves. A new pace/sense lead was added, and the model 6947 lead remains in use. Additional information was subsequently received from the physician reporting inappropriate shocks due to oversensing. The high voltage portion of the lead remains in use with a new pace/sense lead implanted. No further patient complications were reported as a result of this event. No conclusion can be drawn oversensing device remains activated shock, inappropriate.